Event description:
Customer reported via phone, he was having issues with the sensor. The sensor was giving inaccurate reading and the sensor shut off. Customer's blood glucose was 128 mg/dl and sensor was reading 57 mg/dl. Current blood glucose was 160 mg/dl and sensor was 75 mg/dl. Customer declined troubleshooting. Customer is returning the sensor for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.